Event description:
It was reported a false alarm occurred while infusing nicardipine (cardene). Per report, nicardipine was programmed to infuse 0-75ml/hr. The volume to be infused was 5mg-15mg with a total volume of 40mg/200ml. No actual volume infused. The tubing and medication was changed to a new pump. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.